Manufacturer narrative:
The insulin pump was received with blank display due to corroded inside the battery tube. No moisture damage found on electronic assembly and motor. The insulin pump was received with scratched on display window, cracked reservoir tube and broken battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer's blood glucose was 350 mg/dl at the time of incident. The customer's blood glucose was 180 mg/dl at the time of call. The customer stated that the battery cap was corroded. The insulin pump will be returned for analysis.